Event description:
It was initially reported that patient suddenly lost stimulation on the morning of (B)(6) 2012 while driving. A "call your doctor" message was observed on the patient programmer. No power-on-rest (por) was noted. The patient had to locate batteries for the programmer in their truck. It was reported that the programmer did not turn the ins on correctly (one side was showing the device amplitude while the other side was blank). The patient spent 3 hours in their vehicle because of loss of therapy and ensuing rigidity. The patient was then admitted to the emergency room at which time their ins was able to be turned on "correctly" by their healthcare professional. The patient was told that the ins was at "1.6" and had to be replaced. The patient did note that he had a tendency to drain the batteries quickly and had to buy new ones every few months. The patient was working with their physician to have the ins replaced. The patient stated they were happy with their stimulation therapy. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3 7085-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 3389s-40, lot# v427154, implanted: (B)(6) 2010. Product type: lead: product ID 3389s-40, lot# v427154, implanted: (B)(6) 2010. Product type: lead. (B)(4).

Event description:
Additional information received reported that the device was off on arrival to the emergency room. No abnormal impedance measurements were reported. It was noted that normal battery depletion occurred. It was noted that the patient's replacement surgery was "pending." The patient experienced "tremors and rigidity." The patient was not hospitalized due to this event. No patient injury was reported. Additional information received reported that the patient did not have concerns with his device or therapy.